Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device rfu indicator is a red x it starts in the service mode. There was no reported patient involvement.

Manufacturer narrative:
The customer was given part information for replacement power supply and processor pca. The customer has ordered the part to rectify the reported problem. The customer was informed of part availability and will ship once the part becomes available. The device remains at the customer site.